Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both micro-inserts had started migrating towards her uterus.") And genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's concurrent conditions included menses irregular, emotional problems, anxiety, inflammation, hydrosalpinx, weight gain, blood in urine, urinary tract infection, kidney pain, fever, dysuria, nausea and vomiting. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), fatigue ("fatigue"), allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)") with rash, tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and eye disorder ("vision/eye problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menses/ abnormally heavy menstrual bleeding"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), urinary tract disorder ("urinary problems") and skin disorder ("skin conditions"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy / cystoscopy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, allergy to metals, nausea, abdominal pain and vulvovaginal pain had resolved, the migraine, fatigue and weight fluctuation was resolving, the tooth disorder, dyspareunia, headache, urinary tract disorder and skin disorder outcome was unknown and the eye disorder had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, skin disorder, tooth disorder, urinary tract disorder, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateralisation, during which her cervix, uterus, and both fallopian tubes were all removed diagnostic results: pelvic ultrasound, which revealed that both micro-inserts had started migrating towards her uterus. On (B)(6) 2016, surgical pathology report:gross examination: right fallopian tube: 8.0 x 1.0 cm findings: 0.8 cm paratubal cyst. Contains a 2.5 cm metallic coiled wire which extends 2.0 cm from the point of tube insertion into the uterus. It is embedded in the cornual myometrium. The metallic coiled wire completely occludes the fallopian tube lumen and is removed with great difficulty. Left fallopian tube: 8.0 x 1.0 findings: contains a 2.5 cm metallic coiled wire which extends 2.0 cm from the point of tube insertion into the uterus. Cassette summary: representative sections submitted in 7 cassettes for microscopic examination: block summary: a1-a2- right fallopian tube entirely submitted; a3 a4- left fallopian tube entirely submitted; a5- anterior and posterior cervix; a6- endomyometrial with nodule; a7- additional endomyometrium. Diagnosis: uterus and cervix, hysterectomy cervix- minimal chronic cervicitis with focal nabothian cyst formation; endometrium-benign proliferative phase; myometriumadenomyosis, benign leiomyoma. Fallopian tube, right, salpingectomyintraluminal essure implant grossly identified; focal foreign body giant collection, chronic inflammation, fibrosis and micro calcification; focal mild hydrosalpinx; small para tubal cysts. Fallopian tube, left, salpingectomy intraluminal essure implant grossly identified; focal mild chronic inflammation; focal mild hydrosalpinx; small para tubal cysts. Pertinent history: chronic pelvic pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Medically confirmed case. Laboratory data added. On (B)(6) 2018: medical record received. Reporter added. Concomitant disease added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both micro-inserts had started migrating towards her uterus.") And genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's concurrent conditions included menses irregular, emotional problems, anxiety, inflammation, hydrosalpinx, weight gain, blood in urine, urinary tract infection, kidney pain, fever, dysuria, nausea and vomiting. Concomitant products included diazepam (valium). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), fatigue ("fatigue"), allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)") with rash, tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vision blurred ("vision/eye problems: blurry"), urinary tract disorder ("urinary problems") and rash papular ("rashes or skin conditions type: itching on hips small bumps"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menses/ abnormally heavy menstrual bleeding") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy / cystoscopy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, allergy to metals, nausea, abdominal pain and vulvovaginal pain had resolved, the migraine, fatigue and weight fluctuation was resolving, the tooth disorder, dyspareunia, headache, urinary tract disorder and rash papular outcome was unknown and the vision blurred had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash papular, tooth disorder, urinary tract disorder, vision blurred, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed diagnostic results: pelvic ultrasound, which revealed that both micro-inserts had started migrating towards her uterus. On (B)(6) 2016, surgical pathology report:gross examination: right fallopian tube: 8.0 x 1.0 cm findings: 0.8 cm paratubal cyst. Contains a 2.5 cm metallic coiled wire which extends 2.0 cm from the point of tube insertion into the uterus. It is embedded in the cornual myometrium. The metallic coiled wire completely occludes the fallopian tube lumen and is removed with great difficulty. Left fallopian tube: 8.0 x 1.0 findings: contains a 2.5 cm metallic coiled wire which extends 2.0 cm from the point of tube insertion into the uterus. Cassette summary: representative sections submitted in 7 cassettes for microscopic examination: block summary: a1-a2- right fallopian tube entirely submitted; a3 a4- left fallopian tube entirely submitted; a5- anterior and posterior cervix; a6- endomyometrium with nodule; a7- additional endomyometrium. Diagnosis: uterus and cervix, hysterectomy cervix- minimal chronic cervicitis with focal nabothian cyst formation; endometrium-benign proliferative phase; myometriumadenomyosis, benign leiomyoma. Fallopian tube, right, salpingectomyintraluminal essure implant grossly identified; focal foreign body giant cell reaction, chronic inflammation, fibrosis and micro calcification; focal mild hydrosalpinx; small para tubal cysts. Fallopian tube, left, salpingectomy intraluminal essure implant grossly identified; focal mild chronic inflammation; focal mild hydrosalpinx; small para tubal cysts. Pertinent history: chronic pelvic pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was updated. Prefeed term of event vision/eye problems was updated from eye disorder to vision blurred. Concomitant drug was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both micro-inserts had started migrating towards her uterus.") And genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's concurrent conditions included menses irregular, emotional problems, anxiety, inflammation, hydrosalpinx, weight gain, blood in urine, urinary tract infection, kidney pain, fever, dysuria, nausea and vomiting. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), fatigue ("fatigue"), allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)") with rash, tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and eye disorder ("vision/eye problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menses/ abnormally heavy menstrual bleeding"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), urinary tract disorder ("urinary problems") and rash papular ("rashes or skin conditions type: itching on hips small bumps"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy / cystoscopy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, allergy to metals, nausea, abdominal pain and vulvovaginal pain had resolved, the migraine, fatigue and weight fluctuation was resolving, the tooth disorder, dyspareunia, headache, urinary tract disorder and rash papular outcome was unknown and the eye disorder had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash papular, tooth disorder, urinary tract disorder, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateralsalpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed diagnostic results: pelvic ultrasound, which revealed that both micro-inserts had started migrating towards her uterus. On (B)(6) 2016, surgical pathology report:gross examination: right fallopian tube: 8.0 x 1.0 cm findings: 0.8 cm paratubal cyst. Contains a 2.5 cm metallic coiled wire which extends 2.0 cm from the point of tube insertion into the uterus. It is embedded in the cornual myometrium. The metallic coiled wire completely occludes the fallopian tube lumen and is removed with great difficulty. Left fallopian tube: 8.0 x 1.0 findings: contains a 2.5 cm metallic coiled wire which extends 2.0 cm from the point of tube insertion into the uterus. Cassette summary: representative sections submitted in 7 cassettes for microscopic examination: block summary: a1-a2- right fallopian tube entirely submitted; a3 a4- left fallopian tube entirely submitted; a5- anterior and posterior cervix; a6- endomyometrium with nodule; a7- additional endomyometrium. Diagnosis: uterus and cervix, hysterectomy cervix- minimal chronic cervicitis with focal nabothian cyst formation; endometrium-benign proliferative phase; myometriumadenomyosis, benign leiomyoma. Fallopian tube, right, salpingectomyintraluminal essure implant grossly identified; focal foreign body giant cellreaction, chronic inflammation, fibrosis and micro calcification; focal mild hydrosalpinx; small para tubal cysts. Fallopian tube, left, salpingectomy intraluminal essure implant grossly identified; focal mild chronic inflammation; focal mild hydrosalpinx; small para tubal cysts. Pertinent history: chronic pelvic pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, headaches. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received: reporters details added. Event added as rashes or skin conditions type: itching on hips small bumps. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both micro-inserts had started migrating towards her uterus.") And genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". On (B)(6)2009 , the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), fatigue ("fatigue"), allergy to metals ("allergic or hypersensitivity reaction (nickel allergy)") with rash, tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and eye disorder ("vision/eye problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menses/ abnormally heavy menstrual bleeding"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), urinary tract disorder ("urinary problems") and skin disorder ("skin conditions"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, allergy to metals, nausea, abdominal pain and vulvovaginal pain had resolved, the migraine, fatigue and weight fluctuation was resolving, the tooth disorder, dyspareunia, headache, urinary tract disorder and skin disorder outcome was unknown and the eye disorder had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, skin disorder, tooth disorder, urinary tract disorder, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateralsalpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed diagnostic results: pelvic ultrasound, which revealed that both micro-inserts had started migrating towards her uterus. Most recent follow-up information incorporated above includes: on (B)(6)2018 : plaintiff fact sheet was received - reporter and patient demopgraphic information was added. The following events were added abnormal bleeding (general), nickel allergy, dental problems, dyspareunia, headaches, nausea, abdominal pain, vaginal pain, rash, eye problems, she did not underwent essure confirmation test. And urinary problems. Event outcome of abdominal pain, vaginal pain and back pain updated to recovered. Event outcome of vision problem updated to not recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("both micro-inserts had started migrating towards her uterus.") In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menses/ abnormally heavy menstrual bleeding"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping"), back pain ("back pain"), migraine ("migraines"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, migraine, fatigue and weight fluctuation was resolving. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Diagnostic results: pelvic ultrasound, which revealed that both micro-inserts had started migrating towards her uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.